Manufacturer narrative:
A DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was experienced when the valve was loaded incorrectly. Analysis conducted by borescope showed damage on the capsule which suggested the paddles were not correctly in the spindle pockets during loading. This was consistent with the damage during a misload. When a capsule separation occurred the capsule may not deploy the valve, which was consistent with the unable to deploy reported in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned, however the analysis has not yet been completed. Conclusion: without the completed analysis, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was recaptured twice due to low positioning. On the third attempt at deployment, the delivery catheter system (dcs) had an abnormal shape and did not have a smooth transition between the capsule and the catheter. The deployment knob could not be used to deploy the valve. The system was removed from the patient. A different valve and delivery catheter system were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the capsule partially open and the handle appeared to be intact. The tip-retrieval mechanism, the trigger and the deployment knob also appeared to be intact. The device was returned with the end cap/screw gear snap fit connected. A 9-millimeter (mm) gap was present between the distal edge of the capsule and the catheter tip. Voids were observed over the nitinol reinforcing frame along the proximal end of the capsule. The proximal end of the capsule was observed to have separated. The separation site was jagged and uneven. Fluoroscopic imaging of the capsule confirmed the paddles were positioned correctly in the spindle pockets. If information is provided in the future, a supplemental report will be issued.